Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. Processor card was replaced preventatively. The arctic sun 5000 passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. Therefor DHR review not required. The reported event is unconfirmed, therefore labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the nurse had arctic sun device that was alerting water level low and pausing therapy and would like to assistance refilling. Went to event log and found device had alerted 64 (non-recoverable system error) and alert 03 (water reservoir low). Emptied the pads and found the device had 3/4 bars of water. Patient temperature (pt) was 33.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 22c (and rising) and flow rate (fr) was 1.2l/m. Nurse had restarted therapy and there were no alerts or alarms. Suggested nurse listen for alarms and if it alarms 64 (non-recoverable system error) or similar non-recoverable error, then it need to go to biomed.

Event description:
It was reported that the nurse had arctic sun device that was alerting water level low and pausing therapy and would like to assistance refilling. Went to event log and found device had alerted 64 (non-recoverable system error) and alert 03 (water reservoir low). Emptied the pads and found the device had 3/4 bars of water. Patient temperature (pt) was 33.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 22c (and rising) and flow rate (fr) was 1.2l/m. Nurse had restarted therapy and there were no alerts or alarms. Suggested nurse listen for alarms and if it alarms 64 (non-recoverable system error) or similar non-recoverable error, then it need to go to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.